Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation due to autoreduction. System diagnostics determined high impedances on the lead. A sjm representative tried reprogramming to no avail. X-rays reviewed identified fracture on the lead. Further, the patient is to consult with the physician and surgical intervention will be taken at a later date to address the issue.